Manufacturer narrative:
Combination product: yes.-

Event description:
It was reported that a high pacing impedance, lead switch from bipolar to unipolar and failure to capture were observed. The lead was capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The available data showed bipolar lead failure on (B)(6) 2024 and polarity switch to unipolar. The pacing trend decreased from 100 percent to 50 percent compared to the implantation date on (B)(6) 2024. Impedance tests on (B)(6) 2024 revealed a decreasing trend from 2028 ohms in unipolar and 2284 ohms in bipolar at 12:45 a.m. To 936 ohms in unipolar and 1170 ohms in bipolar at 9:25 a.m. The analysis of the provided iegm episode revealed loss of capture on the right ventricular channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.